Event description:
It is reported that the glenosphere would not come off of the glenoid. The doctor tried the gun from the reverse set, the tuning fork from the bf set, and osteotomes, but nothing would work.

Manufacturer narrative:
Eval summary: the locking mechanism of the glenosphere has been designed to withstand the forces it experiences during use. The force needed to remove the glenosphere is directly related to the forces needed to securely lock it into place. With the supplied info, an exact cause for the reported difficulty in removing the glenosphere cannot be made at this time. Eval: review of the device history records was not possible for the distractor as the product and/or lot numbers required for retrieval were unavailable. Review of the device history records for the glenosphere and baseplate did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.